Event description:
It was reported that customer experienced continuous glucose monitor error and turned pump off to reset before contacting support, with no further error displayed after restart. There was no reported adverse impact to the customer. Customer restarted pump with assistance from technical support and successfully started new sensor session, and no additional information was received regarding the outcome of the event.